Manufacturer narrative:
The clip was implanted and delivery system discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
This is filed to report the clip arms opened when locked. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4. The first mitraclip captured the leaflets without an issue. Deployment was initiated. During deployment, the arm positioner seemed over tightened in the closed position. Post-deployment, the mitraclip arms had opened more than expected. The mitraclip remained stable and well seated. Another mitraclip was implanted as planned, reducing the mr to grade 1. There was no adverse patient sequela and there was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.